Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that high pacing threshold and capture anomaly were observed. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.